Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 12 pm. For a low blood glucose level of 53 mg/dl. The customer stated that there they may have over bloused. It is unknown exactly what may have caused the low blood glucose or if the customer was wearing the insulin pump during their hospital stay. No further information was provided.